Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that while initiating an intravenous (IV) line, the needle was withdrawn from the cannula and placed on the bed. As it was being picked up for disposal, it pricked the left pinky finger, causing bleeding. The cannula appeared to be defective, as its safety locking mechanism did not work.